Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was 23 mg/dl; cause was unknown. Customer's bg level was addressed by receiving a fluid IV.